Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were sort of being electrocuted and couldn't do anything about it. Patient said they couldn't get into their settings to turn stim off or down today because of a screen that said to put in the serial number of the communicator. Patient tried to enter patient therapy app and reported a screen saying communicator was not detected. Agent walked patient through closing apps and resetting communicator. Patient entered patient therapy app and after entering the code, patient was able to connect to the implanted neurostimulator. The troubleshooting steps that were taken on the call resolved the issue. Patient asked if it was better for their back to overstimulate or understimulate (patient confirmed feel stim vs not feel stim). Agent redirected to their healthcare provider regarding therapy questions. Patient mentioned they might call manufacturer representative (rep) too. Pt called back in and reported they were still experiencing the uncomfortable stimulation and now their communicator was not charging. Agent had pt reset the communicator and pt was able to begin recharging. Pt has an appointment friday to follow up with their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.